Event description:
While spiking plastic intravenous container with fluid pathway, it was noted that the plastic spike had lacerated the access port (intravenous tubing into intravenous bag), intravenous supplier: baxter.